Manufacturer narrative:
Other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the labels intact. The housing was observed to be damaged. A review of the pump event history log found no evidence of the reported problem in the history. Further investigation found service due displayed upon power up. The reported problem was caused by the internal clock battery which needed to be replaced. The back up capacitor was also tested, and the pump passed the test, alarming at 2 minutes 30 seconds. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information b5, e2, e3, h3 and h6. Correction d1.

Event description:
Additional information received indicated this occurred during yearly testing and no patient was involved.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device had an internal battery issue. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.